Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Product history records could not be reviewed because the reporter has not provided a lot#, or any identification traceable to the mfg documentation. Additional info was requested and received.

Event description:
A surgeon reported a pt was seen due to a report of sudden loss in vision. The intraocular lens (iol) implanted in 1998, was reported to have dislocated. The iol (including capsule) was explanted. After the iol was explanted a "milky condition" was observed on the lens optic. Additional info provided by the surgeon reported the dislocation of the iol was due to an anterior capsular contraction and was not related to the iol.